Event description:
Determined to be 3500a reportable based on analysis completed on 08/29/2007. It was reported that during a percutaneous transluminal angioplasty procedure, the balloon ruptured. The external iliac artery (eia) was 90% stenosed with no calcification and moderately tortuous. A symmetry 5mm was used for pre-dilatation. Then a stent was implanted, the symmetry balloon was used in post-dilatation. It was ruptured at 6 atmospheres (atms) on the first inflation. The physician replaced it with a symmetry 6mm. There were no pt complications or injuries reported. The pt status is listed as good. Device analysis indicates a circumferential tear.

Manufacturer narrative:
Examination of the device found a partial circumferential tear measuring approx 2mm in length in the distal transition zone of the balloon. The investigation is unable to conclusively determine whether the cause of the rupture was as a result of the stent edges. There is an increased risk of bursting a balloon if it is used in lesions where a stent has been placed. A review of the shop floor paperwork confirmed that the device met its material, assembly and product specifications, at the time of release to distribution. Over-inflation did not occur as the balloon of this product was ruptured below the rated burst pressure (rbp). The root cause of the complaint incident could not be determined. A CAPA has been initiated to address this issue.